Event description:
It was reported that the lead component of the patient¿s implantable neurostimulator (ins) broke about 2 years ago due to a bad fall which resulted in the loss of the therapy. An impedance check was also performed. A revision procedure was performed on (B)(6) 2015 where the old ins and lead were fully removed without any complications. A new ins and lead were then implanted on the patient¿s left side with the result they ¿great responses¿ was doing ¿extraordinarily well¿. Subsequently, the patient stated that they were not able to adjust the stimulation with the programmer due to the antenna not being plugged in all the way. The issue resolved when the antenna was pushed in further. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3 093-33, lot# v779595, implanted: 2011-(B)(6), explanted: 2015-(B)(6), product type lead. (B)(4).